Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their evaluation. A review of the instrument log was performed. Per the review, force bipolar instrument (part#471405-06/n11210405 0217) was last used on (B)(6) 2022, on system (B)(4). The instrument has seven uses remaining after last use. The instrument has a maximum of 12 uses. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument bent and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the instrument issue to occur.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the shaft of the force bipolar instrument bent and metal shavings fell inside the patient. The material was recovered and the procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided. No further details were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end common causes of the failure mode are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.